Event description:
Was using a gripper micro huber needle for chest port access. Changed every 7 days for approximately 1 year. On (B)(6) 2013, a black spot was noticed by rn during weekly huber needle change and site care. Black spot was the actual port surface coming through chest wall. New vad (chest port) was placed on (B)(6) 2014. No prior issue with port when using another type of huber needle for accessing port. Began using micro gripper in 2012. On (B)(6) 2013, a wound was found and a black area was noticed. Was using port for tpn/ivf daily and had chest port re-accessed weekly.